Event description:
Cardiac catheterization done with no significant blockage found. Angio-seal was used to close the puncture site in the right femoral artery. Severe pain and discomfort in the groin, lower abdomen and upper thigh since. Ultrasound was negative for aneurysm. Everything looks good but ,the pain has not diminished at all. It has been 18 days post cath and the pain is as bad today as it was the day it was done. These devices should be banned!!!